Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 4 years old and has been in 2 times for repairs. The last repair was on (B)(4) 2009, for a non-related issue. The inspection found that the unit and the hose were damaged, however, all performance specifications were met. The investigation was unable to determine a cause of the reported complaint, however, this device was overdue for preventative maintenance. The damage to the head on this device is such that it may have impeded the blade motion. However, this was not confirmed during pre-repair testing. The air leaking from the damaged hose was not enough to reduce the motor speed to below specifications. No fault could be found which would confirm the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome unit was skipping. There was no report of injury or medical intervention associated with the incident. Several attempts to obtain add¿l clinical info went unanswered.